Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unable to verify frozen screen and keypad unresponsive/button error alarm due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump had multiple issues. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states that numbers were not ramping on his or her own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer states that it has an escalation mark on the insulin pump and they was not sure. Customer states that when they got home and put battery in insulin pump only medtronic would come up and none of the buttons were responding. Customer reports the time clock did not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. Customer reports the screen was not completely blank. Customer states insulin pump had critical pump error. Customer was unable to successfully clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.